Event description:
The manufacturer received information alleging a ventilator alarming for high pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarming for high pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen sensor needs to be replaced to address the issue. The device was returned unrepaired per customer request. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed. Section h: component code grid has been updated/corrected.